Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease folds, wear abrasion, a curved opening, and white particles inner shell. Leak test and microscopic analysis were performed which identified a sharp opening on the posterior. Fill test inspection was performed and the result was no blockage. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on the posterior assessed as an unidentified (tear) opening. Reason for reoperation: deflation and valve leak and/or damage.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "hole in valve." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.